Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a broken wire. The procedure was aborted, there was no report of patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting the broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have insulation damage on the conductor wire and appearing to be a broken/loose cable. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. No material missing and no thermal damage was observed. Electrical continuity was tested and passed. The complaint regarding the broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.